Manufacturer narrative:
A 23ga vitrectomy cutter with the extension handled attached was returned in a plastic bag for evaluation. The original packaging was not returned therefore the part and lot numbers could not be verified. The tip protector was not returned. The visual examination of the cutter found the needle bent, the back cap aligned correctly with the vent hole in the side of the cutter body and dried solution visible in the tubings. The connector was inspected and no defects were found. The cutter was functionally tested using a stellaris pc system. The inner needle does not retract from the port window causing the port to be blocked and preventing the cutter from cutting and aspirating. The cutter cannot function properly in this conditions. The bent needle could contribute to poor cutting performance due to the binding of the inner needle. Due to the returned conditions of the cutter the cause of the bent needle cannot be determined. Due to the missing lot number, the review of the manufacturing records could not be performed.

Manufacturer narrative:
The lot of the cutter involved in the event was not provided therefore the lot manufacturing records cannot be reviewed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during a procedure the cutter was not cutting and very little aspiration. There was no report of injury or consequences to the patient.